Event description:
It was reported to philips that the system was not booting up and stuck at 00:00. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing diagnostic procedure, and the procedure was aborted. The patient needs to be moved to another room to complete the procedure. It was reported to philips that after rebooting the system, the system gets stuck at zero's, appeared that flex pc was not booting up the hard drives. The customer declined the service request sent for philips evaluation and repair service. As the customer decline the service request, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.